Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. The device was close to elective replacement indicator and the patient is device dependent.

Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri). The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016.